Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tri ts femur sz3 right; cat#5512-f-302; lot#g4y7u, tri ts baseplate size 3; cat#5521-b-300; lot#gi93aa, tri cemented stem 12mmx100mm; cat#5560-s-212; lot#0116713k, tri cemented stem 12mmx100mm; cat#5560-s-212; lot#0115846l, simplex hv us 1 pack; cat#6194-1-001; lot#118aa820ac, simplex hv us 1 pack; cat#6194-1-001; lot#118aa820ac, simplex hv us 1 pack; cat#6194-1-001; lot#118aa820ac, simplex hv us 1 pack; cat#6194-1-001; lot#112ad821bc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Performed an I&d tibial insert exchange on a right ts knee due to acute infection.